Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23247. It was reported the patient's stimulation was auto-reducing. It was also reported the sjm representative met with the patient on (B)(6) 2015, diagnostic testing revealed high impedance readings. Reprograming was able to resolve the issue at that time. Follow-up information revealed the patient's issues later re-occurred. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the leads were explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.